Event description:
The following information was reported to kci by the nurse: a foreign material alleged to be v.a.c. Granufoam dressing was embedded in the medial side on "both wounds and in the big toe." On (B)(6) 2014, the following information was reported to kci by the nurse: on (B)(6) 2014, a foreign material alleged to be v.a.c. Granufoam dressing was allegedly adhered to the patient's wound. On (B)(6) 2014, the patient was sent to the hospital, and the patient underwent a debridement in order to remove the foreign material. On (B)(6) 2014, the following information was reported to kci by the nurse: the patient is doing well with no subsequent issues. The nurse confirmed the lot number of the dressing is not available.

Manufacturer narrative:
The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity.